Manufacturer narrative:
Additional review indicated that adverse event should not been selected at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient cannot charge the battery. The patient reported that they had trouble with their recharger beeping. The rep noted it was a possible overdischarge. The patient was scheduled to meet with a rep on (B)(6) 2018. The patient had a mastectomy in december and they have been in and out of the hospital. The patient then had difficulty with their recharger, and now the patient cannot recharge. Additional information was received from a rep on (B)(6) 2018. There was not an overdischarge. It was empty but not overdischarged. The patient was charging while plugged into the wall and they have poor communication due to the battery placement. They are not filling recharger first and then charging. They are able to charge but it is still difficult due to the battery placement. They would discuss with the surgeon at their next office visit. The rep was not made aware of the beeping recharger but it has been resolved for the moment. The information was confirmed with the physician. Additional information was received from the rep on (B)(6) 2018. The rep stated that the patient is putting off dealing with their issue at the moment due to an unrelated medical issue. They plan to address it later. The patient has not seen the surgeon yet. The patient stated that they fell in december after an unrelated surgery and feels it is worse now. The patient is heavy and the battery placement was placed more midline in the buttock. The information was not yet confirmed with the physician. No further complications were reported/are anticipated.